Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead dislodged. The lead was explanted and a new lead placed. The patients condition was stable during and after the procedure.